Event description:
Customer reported that there was a 911 call for high blood glucose levels. It was reported that customer was hospitalized for diabetic ketoacidosis (dka). Customer's blood glucose value at the time of 911 call was over 600 mg/dl. Customer was wearing the insulin pump at the time of 911 call. However, customer stated that she was unconscious so she was not sure if she was wearing the pump at the time of admission. Customer stated that after her release from the hospital she was advised to continue wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.